Manufacturer narrative:
Visual inspection, functional testing and dimensional analysis were performed on the returned device. The reported shaft separation was confirmed. The reported difficulty to advance and difficulty to remove could not be confirmed due to the condition the device was returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Medical device problem code 2017: excessive force.

Event description:
Subsequent to the initially filed report it was stated that the devices became stuck and could not be advanced or removed from each other prior to the esprit being advanced into the anatomy. Force was used during removal of the devices from each other without removing the wire out of the anatomy. No additional information was provided.

Event description:
It was reported that the procedure was to treat the anterior tibial artery with no calcification or tortuosity noted. An esprit btk scaffold was implanted earlier in the procedure. The 2.5x38 mm esprit btk scaffold system was attempted to be advanced on the command 14 guide wire; however, although the wire was wiped, the devices had resistance and could not be advanced or removed. The devices were removed together and the esprit shaft separated when the devices were removed from the anatomy. At this point the lesion was imaged again and due to the good flow noted, no additional procedure was performed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is captured under a separate medwatch number.